Event description:
It was reported by the affiliate that during a hepatectomy procedure, white tissue pad was detached soon, but it didn't come off completely from the clamp arm. In the second device, the white tissue pad was damaged, it seemed to be melted, and an error code 5 was displayed. Also the white tissue pad didn't fall into the pt. Another device was used to complete the case. There were no adverse consequences to the pt. The devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4).